Event description:
It was reported that before opening the package, the customer noticed the package seal line was misaligned and partly damaged. There was no patient injury reported.

Manufacturer narrative:
One device was received in original packaging in relation to the reported event. Visual inspection was able to confirm the reported event. Inspection noted the package was imperfectly sealed. Root cause was unable to be determined due to the nature of the reported event. As this is a supplied item, the DHR review was conducted by and is available from the device supplier.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-05376. The report was submitted in error.